Manufacturer narrative:
A field service engineer (fse) was dispatched for this event and confirmed that the leak was methanol. The leak was considered minimal and was cleaned up according to the defined laboratory protocol by the fse. The fse replaced the peristaltic pump and verified repair per established procedures. Results met published performance specifications. The root cause for the leak was associated with the peristaltic pump. Per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak in the lh 750 slide stainer analyzer due to a fluid that was observed over the catch tray. The leak was contained internally within the slide stainer and did not leak outside the instrument. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.